Manufacturer narrative:
Medwatch report: mw5148810.

Event description:
It was reported that this right atrial (ra) lead exhibited low out-of-range pacing impedance. No changes were reported. No adverse patient effects were reported.